Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d4: expiration date . D4: unique identifier (UDI) number is not provided / unknown. H2: if follow-up, what type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. The reported event is confirmed following visual inspection of the returned device. Based on the evaluation, the device malfunction has occurred. There is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported product that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specification and likely conforming when it left zimmer biomet. The DHR was not available electronically for the subject lot number. Therefore, it could not be further reviewed at the time of the investigation. A notification has been sent to manufacturing to request the DHR for review. The pce will be reopened and updated if there is any indication of nonconformance, or any possible manufacturing issue related to the reported event. Complaint history review was performed for the reported lot number for similar event and 1 other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event (fracture) and the complaint is related to the functional performance of the product. A definitive root cause could not be identified. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. Initial reporter¿s email address is not provided / unknown.

Event description:
It is reported that patient had implant retained bridge in tooth sites #29 through #31. The implant #29 fractured. Implant was removed. Symptom as a result of the event is inflammation.